Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device revealed that the stent implant was stationary on the balloon, not loose as reported, but it was not between the markers. However, there were crimp marks on the tightly folded balloon where the stent had been between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, there is no evidence to suggest a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that predilatation was performed on the lesion in the heavily tortuous proximal left anterior descending artery. The 3.5x12 mm xience v failed to cross the lesion, and after multiple attempts to cross the lesion, the stent delivery system (sds) was removed from the patient. After retraction of the sds from the patient, the stent was checked for stability and the stent implant was noted to be loose on the balloon. An attempt was made to advance a new 3.5x12 mm xience v; however, it also would not cross and was removed from the patient. A non-abbott stent was selected which crossed the lesion, and was deployed successfully. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.